Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and rv and lv leads were explanted due to infection. The patient was given intravenous antibiotics. This is similar to events MDR 2183787-2020-00040.